Event description:
As reported by an edwards lifesciences affiliate in mexico, regarding an implant of a 29mm sapien 3 valve in pulmonic position in a tetralogy of fallot patient with previous surgical repair and pulmonic conduit with trans annular patch. The sizing was performed during procedure showing a waist of 28.5mm. Based on this measurement, a 29mm sapien 3 valve with plus 6cc was selected. The valve was advanced though the 16f esheath plus and a lunderquist wire previously positioned in the right pulmonary branch. The valve was aligned in the inferior vena cava. When attempting to advance into the pulmonary artery, difficulties were encountered achieving optimal position. Multiple rotations of the 29mm commander delivery system handle were performed, and eventually, good positioning for deployment was achieved. The delivery system pusher was retracted and the delivery system balloon was attempted to be inflated, however, only the balloon tip was filled with contrast. Additional force was applied, but full inflation was not possible. The 29mm commander delivery system was rotated again, and negative pressure was applied to deflate the balloon tip, but blood was observed in the inflator device. The system was withdrawn and successfully retrieved into the esheath plus. Both devices were removed without complications or harm to the patient. After removal, the delivery system balloon was observed to be twisted and torn. A second 29mm sapien 3 valve was crimped, a new 16f esheath plus was introduced through the same access, and second 29mm commander delivery system was advanced with fewer difficulties. Handle rotations were gentle and the valve was successfully implanted in good position. The patient was noted as to be in stable condition.

Manufacturer narrative:
E1 phone number: (B)(6) investigation is underway.